Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned for analysis. A review of the lot history records and complaint histories could not be conducted because the lot numbers were not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effects, malfunctions and devices reported in the attachment are captured under separate medwatch reports. Attachment: post-market clinical follow-up evaluation report vascular closure devices.

Event description:
It was reported through a post market clinical follow up evaluation report identifying the prostar xl vessel closure device that may be related to the following: failure to achieve hemostasis. Details are listed in the article, titled post-market clinical follow-up evaluation report vascular closure devices. Date of procedure estimated as: (B)(6) 2020. Date of event estimated as: (B)(6) 2020.